Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit received without the original belt clip. Unable to verify damage to the belt clip. No damage noted on the belt clip slot. The test reservoir and infusion set twists in properly into the reservoir compartment. No anomaly noted when twisting in the test reservoir and infusion set into the reservoir compartment. The reservoir tube lip was not chipped. Unit had a small crack on the reservoir tube lip and a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack around the reservoir. The customer stated, the device was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Event description:
The customer mentioned while on the initial call that she was hospitalized due to diabetes however, the customer stated that it was not related to the insulin pump. Unable to capture additional information regarding the customer's hospitalization; the customer stated she wanted to get off the phone. Additional follow up call with the customer stated that the doctor just happens to be in the medical center located in the hospital, the customer stated that she was not hospitalized however; the customer was seeing her health care provider regarding high blood glucose.